Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Date received by manufacturer - correction - please note that the first report submitted was with an incorrect date. This follow-up report is to note that it should have reflected a date of 08/11/2019.

Event description:
Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined.